Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing which resulted in pacing inhibition. The pacing inhibition caused greater than 2 seconds of asystole in a couple instances. Electrocautery was suspected to be the cause of the oversensing and the patient may have been in a procedure. At this time, the system remains in service. No adverse patient effects were reported.